Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the light on the transmitter wasn't turning green when connecting to the sensor. Customer stated when he inserted the sensor he didn't have any issues. Troubleshooting was performed on the transmitter and no issues were noted. Customer was advised to remove the sensor and the cannula was not there it was not in the body and it wasn't sticking to the tape. Another sensor was inserted and customer had an issue removing the needle hub and was advised to remove it. Customer stated that sensor was shaped like a j shape. Customer is not returning the sensors for analysis.